Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call of hospitalization for high blood glucose of 891mg/dl and diabetic ketoacidosis. The customer treated with insulin. Customer indicated that they did not know how to bolus and was advised how to bolus by troubleshooting. Troubleshooting also advised customer on how to clear the bolus alert. Customer declined to troubleshoot further and was advised to monitor the pump and blood glucose and call back if any further issues. No further assistance was necessary